Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred during the morning of (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿450mg/dl¿ with the subject meter and ¿177mg/dl¿ with another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with unspecified dosages of novalog and metformin and stated that they took an increased dosage (specific dose unspecified) of insulin as a result of the alleged product issue. The patient reported that at the same time they had developed symptoms of ¿severe headache, dizziness and general fatigue¿. As a result of this, the patient went to the emergency room where they were given IV fluids (type unspecified) from a healthcare professional. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.